Event description:
The affiliate reported the customer alleged low cr-s (serum creatinine) result, for one patient, involving the unicel dxc 600 synchron system. Subsequent analysis of the patient sample recovered a higher result. The erroneously low result was not released out of the laboratory. The customer was unable to provide actual patient result data. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered several loose screws on reagent probe a where it attaches to the rail assembly on the crane. The fse realigned the reagent cranes and wash collars, completed precision test and resolved the issue. Service activity was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications and has been in normal operation.